Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead impedance was high. It was later reported that the r-waves were low. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Event description:
It was later reported that the thresholds were high. The lead was capped and replaced.